Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: a manufacturing record evaluation was performed for the finished device. Product code: 03.400.111-15. Lot: 4170p80. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 14 february 2023. Manufacturing site: jabil bettlach. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. A visual analysis of the returned sample revealed that the hand f/screwdriver shaft 2.5 hex t15 was broken at the handle, which caused the button screw to fall apart. The handle fragment was not received, spring and button screw were received. A dimensional inspection for the hand f/scrdriver shaft 2.5 hex t15 was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the hand f/scrdriver shaft 2.5 hex t15 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following source controlled drawings reflecting the current and manufactured revisions were reviewed: hand f/scrdriver shaft 2.5 hex t15.

Event description:
Defective device: the item is not working as it should. No patient consequences.